Manufacturer narrative:
No 510k# submitted as depuy orthopaedics sells a similar product (or the same product with a different product code) in the united states. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Reason for revision: unexplained. (Supporting document indicates pt had been experiencing discomfort and clicking, clunking, and grinding.)